Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was protruded. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime excessive no delivery test due to prime alarm. The insulin pump passed self-test, unexpected restart test, displacement test and all operating currents measurement were normal. The insulin pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, cracked battery tube threads, broken pump belt clip slot and missing end cap sticker. Drive support disk was inspected and no anomaly was noted.